Event description:
Related manufacturer reference number:2017865-2022-45845, 2017865-2022-45846, 2017865-2022-45847. It was reported that the patient presented for treatment for the noted bacteremia. Upon review, it was also discovered that the implantable cardioverter defibrillator was in backup mode. Programming changes were performed to address the bvvi however, the entire system remains implanted until the patient recovers from the bacteremia. No further information was provided. There were no patient consequences.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup operation and noise was confirmed in the lab. Analysis of device image found the device went into backup mode due to a power-on-reset (por). The por was caused by an unregulated internal supply voltage. During bench testing, noise was observed in real-time egm. The noise was also caused by the unregulated internal supply voltage. The unregulated supply voltage was caused by an intermittent capacitor¿s connection in the hybrid.

Manufacturer narrative:
The reported event of noise and backup vvi was confirmed. The cause of the backup vvi and noise is normal battery depletion below the end of life voltage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.